Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3889-28, lot# va0b23d, implanted: (B)(6) 2013, product type: lead. Patient code (B)(4) pertains to the lead (va0b23d). Device codes (B)(4) pertains to the lead (va0b23d). Evaluation conclusion code pertains to the lead (va0b23d). All other previously reported codes still apply.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported that the device was replaced on the left side. The hcp reported that the lead broke, so they left it in place.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that her previous ins depleted "after 2 years" and the patient thought that it would last 5 years. The patient confirmed that the ins depleted in 2015 and a new ins was implanted in "(B)(6) 2016." No patient symptoms were reported.